Manufacturer narrative:
If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, lifescan was notified of an unknown issue with the meter. Lifescan attempted to contact the customer, and spoke to a family member who indicated that the meter was working. The patient and the meter were not available at the time of the call. It is unknown what the issue had been. This issue is being reported because lifescan was not able to confirm with the patient (the actual user of the pump) whether the issue had been resolved. There was no indication that the product caused or contributed to an adverse event.